Manufacturer narrative:
An investigation was performed. This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive investigation. As no lot number was identified, a manufacturing device history record (DHR) review for product/process changes for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The available information was analyzed and was inconclusive without a sample to evaluate therefore a root cause could not be identified for this complaint. Processes were reviewed in order to identify the possible causes for the possible condition of leaking: machine malfunction, unintentional customer misuse, product inspection inadequacy or not performed, or a sharp object was used that came into contact with the catheter are all possibilities. Sharp objects should not be used with a catheter. The complaint has not been identified as manufacturing related issues. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plan are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 05/19/2017 an investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that after the infant returned from the or, the rn noticed that the uvc (umbilical vessel catheter) was leaking approximately 2 cm from the base of the hub. A small hole/knick was visible. The rn wrapped the catheter with a 2x2 and clamped below the hole, closest to baby. The uvc was removed and a PICC was placed. The customer further reports that the line was in place 27 hours.